Event description:
It was reported that the patient had an event stored on latitude of an inappropriate shock due to oversensing of noise. The patent was sitting in a chair at the time of the shock. Technical services discussed bringing the patient in to do some testing. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of noise. The device sensing vector was in the primary sensing vector at the time of the shock. Technical services advised some options. The sensing vector has now been reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an event stored on latitude of an inappropriate shock due to oversensing of noise. The patent was sitting in a chair at the time of the shock. Technical services discussed bringing the patient in to do some testing. There were no additional adverse patient effects. The system remains implanted.